Manufacturer narrative:
The expedium adult 6.35mm ti embedded top notch connector (product code: 1799-71-655, lot number: unknown) was not returned to the complaints handling unit (chu). A review of the device history record (DHR) could not be performed on the expedium adult 6.35mm ti embedded top notch connector (product code: 1799-71-655, lot number: unknown) as no lot was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening the metal broke and the connector fell apart, please see implant. Used same like product to manage the problem.

Manufacturer narrative:
(B)(4). Expedium adult 6.35mm ti embedded top notch connector (product code: 1799-71-655, lot number: nw148766) was returned after the initial closure of the complaint. The ring portion of the connector was found to have been bent upward and had a section that had split. The split does not seem to have resulted in any material separating from the connector. The connector was reported to have broken during final tightening. Using this information, this damage may have occurred as higher than anticipated forces were placed on the connector between the two rods, potentially caused by a combination of the position of the rods and the forces on the connector causing the set screw ring to fail and tear away. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the connector breaking cannot be determined from the sample and information available. A potential root cause may be stresses applied to the connector while attempting to final tighten this connector between the two separate rods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.